Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes after interrogation, the magnet response would not cancel. It remained on until programmed "temporary off".